Event description:
Boston scientific crm received info that the dextrus 4136 right ventricular lead exhibited non-capture at maximum outputs. In a revision procedure, the lead was successfully repositioned.